Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has difficulty charging their ipg and connecting the charger to the ipg. Surgical intervention is pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.